Event description:
Customer received an insulin result from one pt sample that does not fit with the clinical picture. Sample was serum collected in a 13 x 75 bd vacutainer sample tube. Initial result gave 32.60; sample repeated same day giving 31.46 and repeated again the next day giving 31.46 uu per ml. A second sample collected at the same time from the pt was tested which initially gave 14.79; sample repeated twice giving 14.46 and 13.87 uu per ml. Customer said the results from the second sample fit more with the clinical picture of the pt. There was no consequence on pt treatment/medication due to results. If additional info is received, appropriate notification will be provided.